Event description:
It was reported that the procedure was to treat a 90% stenosed and heavily calcified lesion over the complete length of the right coronary artery. The 3.5 x 48 mm xience xpedition stent delivery system (sds) was advanced for direct-stenting and positioned in the lesion. The sds began to be inflated; however, it was not possible to increase the pressure higher than 10 atmospheres. It was confirmed that there was no balloon rupture. The sds balloon lost pressure and was removed from the anatomy without issues. The physician suspected a leak, but could not find it. A balloon catheter was used to fully deploy the stent and appose the stent to the vessel wall. The final outcome was very good, there were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The inflation issue, difficult to deploy, and leak were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for inflation issues, difficult to deploy, or leaks reported from this lot. Based on the reviewed information, no product deficiency was identified.